Event description:
Physician treated pt with peripheral vascular disease (pvd) in the right leg. Physician used a 5.0 x 300mm admiral balloon (not manufactured by angioscore) in the superficial femoral artery (sfa) lesion. Results were not favorable. Physician then used a 5.0 x 100mm angiosculpt device thru a 6f bright tip sheath (not manufactured by angioscore) and over a .014" spartacore wire (not manufactured by angioscore). Physician did three inflations in the sfa lesion and worked distal to proximal, each inflation at 10 atm. Physician did a fourth inflation in the proximal sfa/distal common femoral artery (cfa). All four inflations were done slowly and left up to two minutes each. After the last inflation, the physician tried to remove the angiosculpt device but found resistance. At this point, it was noted that each balloon marker could be seen in the sheath but could not pull the device any further. After several attempts, the physician decided to remove the guide wire, angiosculpt and the sheath all together and used manual pressure to close the groin. The case was not completed, and the pt will be brought back to the hospital for treatment. Pt was not clinically injured and is doing well.

Manufacturer narrative:
Pt weight is not available. Attempts to obtain the info has not been successful. The physician had difficulty removing the angiosculpt device so he had to remove the entire system as a unit. The physician didn't consider the case completed. The pt has to be brought back to the hospital and requires additional treatment. This would result in prolongation of the case. There was a device malfunction as observed from a damaged proximal bond and necked distal shaft due to excessive force. The angiosculpt device was returned for lab analysis. During analysis of the angiosculpt device, it separated into three segments (balloon with portion of the distal shaft, scoring element with transition tubing, and inner lumen with distal shaft, luer and guide wire). All segments of the device were held together by the guide wire. The distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. There was evidence of slight necking at the distal end of the balloon and the distal shaft. The proximal bond was damaged. All components of the device were accounted for in the lab. No portion of the device was left behind in the pt. Based on the lab analysis, the damage to the proximal bond and necked distal shaft suggest that the device experienced exertion of force.